Event description:
Pt treated with synchronized nasal intermittent positive pressure ventilation (snippv) in 2001. Pt experienced mild erosion which will require no intervention. Date user facility became aware: 10/2001.